Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. The following complaints are related to same article: (B)(4). Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
The following journal article was received: henrik dahlstrand, andré stark, marius c wick, lucas anissian, nils p hailer & rüdiger j weiss (2017): comparison of metal ion concentrations and implant survival after total hip arthroplasty with metal-on-metal versus metal-on-polyethylene articulations, acta orthopaedica, doi: 10.1080/17453674.2017.1350370. Published online on july 12, 2017. From the article, it was found that the patient underwent tha with metal on metal articulation and revised after 13 years due to aseptic loosening. .

Manufacturer narrative:
The investigation results of the provided information were provided. Trend analysis: no trend analysis could be performed as no item number(s) is/are available. Device history records (DHR): the DHR check could not be performed as the lot number was not available. As no lot numbers were provided for the devices, the device history records could not be reviewed. An e-mail requesting missing device data information was sent on august 24, 2017. At zimmer gmbh all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer gmbh and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Event description: event summary: it was reported in a journal article, that a patient was implanted with an ms-30 stem combined with a metal on metal articulation and was revised 13 years postoperative due to aseptic loosening. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: no product documentation was reviewed for investigation. Root cause analysis: root cause determination using dfmea: fracture/ damage/ loosening of stem due to wrong behavior of patient, high patient activity, patient disregards limits of device. Possible: adherence to rehabilitation protocol is unknown. Loosening due to wrong behavior of patient or high patient activity can not be excluded. Aseptic loosening due to excessive wear in the modular junction (taper connection) leading to metallosis. Possible: as no further information like surgical report or x-rays were provided and no products were returned for investigation, wear cannot be excluded. Aseptic loosening due to insufficient primary stability caused by insufficient cement distribution due to implant design. Not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment defined in complaint investigation or in the current pms process. Aseptic loosening due to insufficient long-term stability (lack of subsidence of polished stem in cement mantle or overload and subsequent fracture of cement mantle). Possible: as the device was not returned for investigation, this cannot be excluded. Aseptic loosening (stress shielding) due to incorrect distribution of load due to design. Not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment defined in complaint investigation or in the current pms process. Aseptic loosening due to surgeon unfamiliar with implantation technique of this stem design (early stability, e.g. Cementless implantation). Possible: it is unknown, whether the surgeon is familiar with the implantation technique. However, the surgical approach is given in the surgical technique lit. No. 06.01189.012 and also in the instructions for use IFU d011500211. Hypersensitivity reaction leading to pain, loosening due to release of metal ions from implant surface (chemical reduction of material). Possible: as no further information like surgical report or x-rays were provided, details about the patient are unknown and the device was also not sent back for investigation, we cannot exclude this point. Conclusion summary: it was reported that a ms 30 stem combined with a metal on metal articulation were implanted 13 years prior to revision. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant were received; therefore the condition of the component is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. A wrong behavior of patient or high patient activity can be the cause for the loosening. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. Due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Zimmer gmbh considet this case as closed. Zimmer biomet¿s reference number of this file is (B)(4). .